Manufacturer narrative:
(B) (4).

Event description:
The patient reported "strange" stimulation in her body when she passed through antitheft systems. At the follow-up, all impedances measured between the leads of electrodes were >4000 ohms, while impedances ins-to-electrodes were <4000 ohms. She is programmed in monopolar, so the physician currently has decided not to schedule a revision procedure, as the stimulator has just been replaced. Patient continues to feel the "strange" stimulation. The generator had recently been replaced due to high impedance and shocking sensation (see manufacturer report #3004209178200904620).